Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform curved tip 45 stapler did not move in the direction the surgeon intended. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform curved tip 45 stapler; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform (sf) 45 stapler was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on the in-house system and passed engagement 3 out of 3 times when it was installed on an in-house system with a cannula seal and an in-house drape installed. The instrument passed initialization, recognition and engagement tests multiple times. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was successfully fired with a sf white 45 reload. Visual inspection was performed, and no damage was observed. The logs are not showing any errors. There was no problem detected. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found there was no problem with the instrument.